Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the breath delivery (bd) central processing unit (cpu) and downloaded the latest software revision, to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator generated error messages. No additional information is available. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.